Event description:
The patient reported that the pump prime volume is larger than expected. The pump has been returned and was evaluated by product analysis on 09/15/2011 with the following findings: the force sensor pins were found to be dislodged. The force sensor was found to be out of calibration, and contamination was observed on the force sensor. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 09/15/2011 with the following findings: evaluation revealed a dislodged display screen and dislodged force sensor pins. The force sensor was found to be out of calibration, and contamination was observed on the force sensor. This report is being made based on evaluation results. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release; 2531779-03/24/2010-003-r.